Manufacturer narrative:
This supplemental report was created to update e1: initial reporter email.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was part of a system revision due to pocket infection. There was no additional adverse patient effects reported. This crt-d was explanted.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was part of a system revision due to pocket infection. There was no additional adverse patient effects reported. This crt-d was explanted.